Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection magnova (1 gram, once daily) and injection vancomycin (1 gram every fifth day) intraperitoneally for peritonitis for 21 days. Two days later, the patient's pd fluid got clear and the patient was considered recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. No additional information is available.